Event description:
Patient was revised to address metallosis and a grinding sound while walking. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combination for the 136531000 s-rom m head 36mm +0 (metal head) . Per wi-3430 a review of the device history records for the head and liner is no longer required. A complaint database search finds no other reported complaints against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update rec'd 06/17/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, difficulty ambulating, and discomfort. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address metallosis and a grinding sound while walking. Doi (B)(6) 2006 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combination for the 136531000 s-rom m head 36mm +0 (metal head) . Per wi-3430 a review of the device history records for the head and liner is no longer required. A complaint database search finds no other reported complaints against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (11/17/16) ¿ pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, difficulty ambulating, toxic amounts cobalt-chromium metal debris released into the tissue, and discomfort. H&p states c/o persistent left hip pain with popping and clicking sound on left; also states elevated cobalt and chromium levels, but metal ion labs unavailable. The stem is being added to the complaint. Revision operative note indicated extensive metallosis involving proximal femur, acetabulum, ilium, and ischium, and cavitating metallosis/osteolysis of the greater trochanter. Osteolysis added to harms and FDA coding. Pathologist described surgical specimen as "fibroconnective tissue with hemorrhage and foreign body giant cell reaction".

Manufacturer narrative:
No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the metal liner and femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required. A worldwide complaint database search found no additional related reports against the femoral stem product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # pc-(B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf, sticker sheets, and implant records received. In addition in what was previously alleged, ppf alleges pulmonary embolism. Added lawyer and law firm. Doi: (B)(6) 2004 - dor: (B)(6) 2012 for stem. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.